Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump insulin gauge was stuck at 205 after a bolus was delivered. The customer declined to troubleshoot the issue. Customer's blood glucose was not impacted. Customer confirmed that an alternate method of insulin delivery was available.